Event description:
A new nasal pulse oximetry reader was placed on the pt. Was getting reading that pt's spo2 was in the 80's, 10 hrs later. The pt had no respiratory distress issue and there hadn't been any vent setting changes. The spo2 pleth was perfect and the hr matched the EKG hr, spo2 was reading in the 80's. As a result md was called and vetting settings were changed. Another pt who had a nasal pulse ox on and a few hours later was showing spo2 in the 80's with a nice pleth and spo2 and EKG hr matching. After suctioning and calling respiratory, we placed a finger pulse ox on the pt and realized it was the nasal pulse ox and not the pt. Ref #mw5075474.